Event description:
A hospital in (B) (4) reported via our distributor that the elbow connector was missing from the package of an rt206 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
Ps34509. The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The returned breathing circuit was visually inspected for missing components. Results: there was no elbow connector in the returned breathing circuit. A lot check revealed no other complaints of this nature for this. Conclusion: the component was most likely omitted during our packing process. (B) (4).